Event description:
Complainant alleged that while attempting to treat a patient with electrode pads attached, the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treatment with the same electrode pads attached to the patient. Complainant indicated that the patient subsequently expired. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.